Event description:
It was reported that leakage was detected in the arterial line of oxygenator at the luer lock connection. The failure was detected during treatment. However, the leakage was few drops during one hour cec and the operation was completed without any problem. No harm to any person has been reported. Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that leakage was detected in the arterial line of oxygenator at the luer lock connection. The failure was detected during treatment. However, the leakage was few drops during one hour cec and the operation was completed without any problem. No harm to any person has been reported. Further information by sales service unit was received: - there was no crack detected during visual inspection. - connector was screwed by hand. - connection was made for blood collection. - there was no leakage detected during priming. - there was several failures with the same problem within the same lot. *however, no data has been collected by the customer and any of them was reported to the sales service unit. Based on this, mentioned failures could not be included within this investigation. Sample investigation could not be performed since the device was discarded. However, based on the investigation results and provided photographical evidence, the failure leak at luer lock connector could be confirmed. Based on the investigation results, exact root cause could not be determined. However, the reported failure is identified as part of current risk management file (dms #1464420-v19) and the probable causes of the failure are as follow: - manufacturing: mechanical overloading might have occurred during assembly. - transport & user: lack of attention on device handling - user: lack of information on safe and proper device application, mechanical forces may act on the components during the application, excessive tension when applying leak-tightness check. These root causes could not be confirmed. The production history record (DHR) of the affected quadrox-I adult with lot # 3000342637was reviewed on 2024-05-27. According to the DHR results, the product quadrox-I adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production history record (DHR) of the affected be-hqv 19312 with lot# 3000356684 was reviewed on 2024-04-16. According to the DHR result, the product be-hqv 19312 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text: 4115.

Event description:
Complaint #(B)(4).